Event description:
It was reported that the airbag was found to be leaking requiring a trach tube change out. Smiths medical product may have caused or contributed to serious injury. No additional adverse patient effects.